Event description:
Customer reported the left monitor was too dark. No pt injury reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted brightness and contrast in rus. System operates as intended. (B) (4)